Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii limb was implanted into a previously implanted non mdt graft during the endovascular treatment of an iliac aneurysm at the graft anastomosis. It was reported during the procedure after the limb was implanted an intraop endoleak was observed. The physician suspected a type ib endoleak despite good size and fit and decided to extend with another stent graft. The endoleak slowed and the physician considered that it was a likely type ii endoleak at this point. The physician then elected to complete a cta and contrast duplex and suspected that the endoleak was likely a type iiib from a hole in the graft. As per the physician the cause of the endoleak is due to a hole in the grafts fabric and noted the stent had been delivered through a sheath and there was no calcium/stenosis in the area of deployment.  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received ; it was reported that no additional stent graft was implanted. The patient will be monitored through repeat imaging. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.